Event description:
It was reported the device was deactivated due to noise. A subcutaneous ICD was implanted to resolve the event.

Manufacturer narrative:
Further information was requested but not received.